Manufacturer narrative:
The investigation included a review of the customer's calibration, qc, prenalytics, and alarm trace. It was noted that the calibration signals were on the very low end of expectations. In the qc chart, there were several out-of-range results (high and low). The prenanalytics handling was determined to be insufficient to ensure a bubble/clot-free sample with sufficient volume. A general reagent issue could be excluded. The root cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable hcg stat elecsys result from one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was not reported outside of the laboratory. The initial result was 64.53 miu/ml with a data flag. The first repeat result was >10000 miu/ml with a data flag. The second repeat result with the patient sample at 1:100 dilution was 42728 miu/ml with a data flag. This result was reported to the physician.